Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer. Patient. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the device was implanted for overactive bladder (oab). Reviewed how to turn stim off. The patient's husband called back stating they saw the poor communication screen when trying to connect to the implant. The nurse tried with the antenna. The patient is currently sleeping and sedated so they were not able to troubleshoot. They noticed the poor communication on 2020-sep-25 and the misleading labeling on 2020-sep-25. Patient services provided the phone number for nas if the doctor wanted a manufacturer representative (rep) to come to the hospital and check on the ins. The caller mentioned they had to make therapy adjustments in the past and were able to using the programmer.

Manufacturer narrative:
Continuation of d11: product ID: 3037, serial#: unknown, product type: programmer, patient. B5: the patient is in the ICU and has been having trouble urinating for months so a catheter was put in. This statement was initially omitted from the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is in the ICU and has been having trouble urinating for months so a catheter was put in. The caller said the device was implanted for overactive bladder (oab). Reviewed how to turn stim off. The patient's husband called back stating they saw the poor communication screen when trying to connect to the implant. The nurse tried with the antenna. They noticed the poor communication on (B)(6) 2020 and the misleading labeling on (B)(6) 2020. Patient services provided the phone number for nas if the doctor wanted a manufacturer representative (rep) to come to the hospital and check on the ins. The caller mentioned they had to make therapy adjustments in the past and were able to using the programmer.